Event description:
It was reported that the pacemaker still in original packing was unable to interrogate with the transmitter. Upon attempt to interrogate ¿excessive rf telemetry use detected¿ along with ¿the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer has re-enabled rf telemetry ¿error message was displayed. Several attempts to interrogate with merlin transmitter were unsuccessful. The battery voltage was 2.48 v. The pacemaker was not used.

Manufacturer narrative:
The battery voltage in the previous report was reported was 2.48 v which was incorrect. The correct voltage was 2.84 v.

Event description:
The battery voltage was 2.84v.

Manufacturer narrative:
The reported field event of ¿excessive rf telemetry¿ and low battery voltage were confirmed in the laboratory. The high current drain and low battery voltage was due to excessive rf wakeups, which is consistent with rf interference during internal testing activity. The device was tested on the bench and no anomalies were found.